Event description:
It was reported by the patient that since having their cardiac resynchronization therapy defibrillator (crt-d), they have had to switch out their cell phone ten times because they kept getting hacked. The patient noted that it was known when they logged into their computer and phone, and they have people following them that they do not know. The patient has reported the incident to the federal bureau of investigation. The patient inquired if their device could be hacked. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.